Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture. No sample has been returned for analysis.  Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event . Information has been added to the database and trends will continue to be monitored.

Event description:
Covidien received a report the adhesive sensor was disassembled and the pediatric patient, allegedly swallowed a part of the product. Patient information (ID, age, sex, weight) as well as additional information associated with the complaint have been requested and is either unknown, will not be made available to medtronic, or will be provided and updated in a supplemental report.